Event description:
It was reported by svc report that the weld was broken on the siderail and the siderail cannot be locked up. It is unk if there was pt involvement, however, no adverse consequences are reported.